Event description:
(B)(4).  No injury alleged.  Malfunction alleged. Consumer alleged the joystick will cut off when she hits a bump and she has to turn the chair off then back on to return function to the joystick. MDR filed.